Manufacturer narrative:
The report of a low voltage / no external power alarm was confirmed based on the evaluation of the 14 volt power module patient cable (patient cable). Evaluation of the patient cable¿s white power cable revealed wire damage. Specifically, the braided shield on the white power cable beneath the insulation was partially disrupted. Although the alarm was a low voltage / no external power alarm, the system controller¿s 11 volt lithium-ion backup battery continued support of the system. The wire damage and the report of a red heart alarm could have occurred as a result of the patient cable becoming caught on the recliner. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The patient cable is not a single use device. Approximate age of the device is (B)(4) (calculated from the manufacturer date (march, 2015) of the patient cable's lot number). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a red heart alarm when the power module patient cable got caught in the reclining chair. At the time the alarm occurred, the patient was moving positions in the chair. The patient was asymptomatic. The nurse witnessed the alarm and placed the patient on battery power. A review of the patient&#38112;event history screen showed a pump stoppage had occurred. The nurse also reported that the alarm could be reproduced by manipulating the patient cable and resolved when the cable was straightened. A new patient cable was provided to the patient. No additional information was received.